Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient had a right coronary artery stent placed before the medical team decided to implant the impella cp to stabilize the patient for transport to another hospital. During transport, the patient had multiple episodes of pulseless electrical activity and a loss of pulsatility, which was treated with epinephrine and atropine. After arrival at the new hospital, right heart catheterization was placed and it was determined the patient was in right heart failure. The medical team then decided to implant an impella rp for increased support of the patient. Prior to leaving the catheterization laboratory, the patient had an episode of ventricular tachycardia which was successfully resolved with defibrillation. While on impella cp and impella rp support, the patient experienced multiple episodes of ventricular tachycardia and ventricular fibrillation that required defibrillation to resolve. The patient was reported to have gone into asystole a couple of times but return of spontaneous circulation was achieved spontaneously and without intervention. The patient was successfully weaned from the impella rp to continue on impella cp and extracorporeal membrane oxygenation for mechanical circulatory support. Later that day, the patient¿s family made the decision to withdraw care, and the patient expired while on impella cp support. There is not enough evidence to exclude the impella cp as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ note: this is one of two medical device reports associated with the event. Refer to manufacturing report number 1220648-2024-18309 for the impella rp pump, with serial number (B)(6). This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.